Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) are not inflating properly, and the pump feels stuck. A revision appointment took place, and the cylinders were able to be inflated after some time; however, they eventually auto deflated. The device remains implanted and a new revision appointment has been scheduled.